Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the proximal set up joint to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 1 "twisted" and generated an error. They also reported that the force feedback instrument on arm 1 twisted in an unexpected manner. At the time of the call, the staff did not have the error code, and details were limited. They were able to work around the issue and successfully complete the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there was no harm or injury to the patient due to the twisting

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The psuj was analyzed and found to have no functional issues when installed on an in-house system. The unit was then installed on a test fixture where all the testing passed within specification. Based on the errors in the logs the axis controller setup (acu) printed circuit assembly (pca) was found to be consistent with the errors. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the acu pca on the psuj.